Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation attached to a viaflo bag. Visual inspection was performed and showed no defects related to the reported problem. The bag was hung up on a stand for at least 48 hours and no leakage was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate leaked. This occurred during reconstitution. There was no patient involvement. No additional information is available. This is report 7 of 7.